Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after use on a patient, and rechecking the cs100 intra-aortic balloon pump (iabp) displayed maintenance code 1. There was no patient involvement reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found and removed moisture on the transducer. The offset for x1 and x2 was then respectively 3 and 2. The unit was ran two days and found to be working satisfactorily without any errors. The iabp was returned to the customer in good, working condition.